Event description:
A technician contacted haemonetics on (B)(6) 2011 to report they experienced a fluid spill into their pcs2 machine. The fluid spilled onto the blood pump and power entry module. No operator or donor injury was reported.

Manufacturer narrative:
A technician contacted haemonetics on (B)(6) 2011 to report they experienced a fluid spill into their pcs2 machine. The fluid spilled onto the blood pump and power entry module. No operator or donor injury was reported. Evaluation of the unit, performed by customers technician, revealed there was fluid ingress on electrical components within the machine. As a result several parts were replaced. The technician stated the blood pump gasket was not on properly causing the spill to occur. Replacement parts were sent to the customer. After the technician installed new parts, diagnostic and functional testing were performed. Device is back in proper working condition and has been returned to service. (B)(4).